Event description:
It was reported that bd alaris pump infusion set was separated the following information was received by the initial reporter with the following. It was reported by a customer that the IV tubing's unbonded connection broken at hub of tip which is inserted into IV port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.